Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. A review of the episode showed some undersensing of r-waves and oversensing of myopotential noise. The patient was to be seen in the clinic for troubleshooting, to see if the noise could be reproduced with isometrics and patient movements. X-rays were reviewed and showed the device and electrode were placed higher than optimal; it was noted the patient had a difficult chest anatomy due to a concave xiphoid at the point of the electrode suture site. The device could be placed lower, to ensure better coverage of the heart shadow, which may also improve r-wave amplitudes. No adverse patient effects were reported outside of the inappropriate shock that was received. Once troubleshooting is performed, data will be reviewed and technical services will discuss options. The device and electrode remain implanted and in service. Troubleshooting was performed. The physician reviewed x-rays and agrees the device should likely be moved. It was noted the electrode was not in the desired position, with the a electrode crossing into the right pectoral muscle. Noise was easily reproduced with right arm movements in the secondary and alternate vectors. A new screening was performed; improvements were expected when the pulse generator (pg) was moved but it was questionable if moving the electrode would produce any improvements. The physician was considering straightening the electrode but not moving the location of it. Technical services reviewed the available data and confirmed the primary vector was the only suitable option and discussed it would be the physician's discretion on moving the electrode. At this time, no surgical intervention has been performed.

Manufacturer narrative:
This report will be updated when additional information is received. The explanted electrode was not returned for analysis. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. A review of the episode showed some undersensing of r-waves and oversensing of myopotential noise. The patient was to be seen in the clinic for troubleshooting, to see if the noise could be reproduced with isometrics and patient movements. X-rays were reviewed and showed the device and electrode were placed higher than optimal; it was noted the patient had a difficult chest anatomy due to a concave xiphoid at the point of the electrode suture site. The device could be placed lower, to ensure better coverage of the heart shadow, which may also improve r-wave amplitudes. No adverse patient effects were reported outside of the inappropriate shock that was received. Once troubleshooting is performed, data will be reviewed and technical services will discuss options. The device and electrode remain implanted and in service. Troubleshooting was performed. The physician reviewed x-rays and agrees the device should likely be moved. It was noted the electrode was not in the desired position, with the a electrode crossing into the right pectoral muscle. Noise was easily reproduced with right arm movements in the secondary and alternate vectors. A new screening was performed; improvements were expected when the pulse generator (pg) was moved but it was questionable if moving the electrode would produce any improvements. The physician was considering straightening the electrode but not moving the location of it. Technical services reviewed the available data and confirmed the primary vector was the only suitable option and discussed it would be the physician's discretion on moving the electrode. At this time, no surgical intervention has been performed. Additional information was received. The s-ICD system was explanted and replaced with a transvenous ICD system, due to the inappropriate shock caused by myopotential noise oversensing. No additional adverse patient effects were reported. The explanted products were not planned to be returned for analysis.